Manufacturer narrative:
Updated information was provided. The sapien 3 valve was explanted and the aortic rupture was treated with a surgical aortic valve replacement.  In addition, medical therapy was performed for the myocardial infarction. In this case, per report, the cause of the annular rupture was minor over sizing plus calcification patter and calcification at the base of the left coronary cusp.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. In this case, the exact cause of the annular rupture cannot be determined. However, patient factors (heavily calcified lvot) may have contributed to the events. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate through a clinical study, post implant of a 29mm sapien 3 valve in the aortic position an annular rupture occurred. Surgical intervention was performed for the annular rupture; however, the patient was not treated by conventional surgery. The patient¿s lvot was heavily calcified.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.